Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: returned battery cap and test cap attach to pump but are unable to tighten securely. Battery compartment crack at the threads to the left of the bumper traveling down to the case seal. Returned cap threads are damaged. Three battery cap contact heights are out of specification. Both contact widths are within specification. Multiple unexplained por events observed in the black box. The pump was successfully run on a 24-hr basal program w/no reboot occurrences. Unable to duplicate complaint of intermittent power during investigation. Opened pump; no damage observed to power circuit. No moisture observed internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.